Event description:
It was reported that one of the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn:(B)(4). Model: sc-2317-50 serial: (B)(6) batch: 5083976